Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme stabbing pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), stress ("stress illness") and tooth fracture ("teeth breaking"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, stress and tooth fracture outcome was unknown. The reporter considered pelvic pain, stress and tooth fracture to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media source received: additional reporter information received events added: pelvic pain, medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme stabbing pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), stress ("stress illness") and tooth fracture ("teeth breaking"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, stress and tooth fracture outcome was unknown. The reporter considered pelvic pain, stress and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.